Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection, swelling, redness and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: intended use/indications: ¿juvéderm voluma® xc is indicated for deep (subcutaneous and/or supraperiosteal) injection for cheek augmentation to correct age-related volume deficit in the mid-face in adults over the age of 21.¿ warnings: ¿ "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: ¿ "the safety and effectiveness for the treatment of anatomic regions other than the mid-face have not been established in controlled clinical studies." ¿ "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Healthcare professional reported that approximately two months after injection with one syringe of juvéderm voluma® xc in the back of the hands, the patient experienced swelling on both their hands. Patient was prescribed a medrol dosepak and the next day had great improvement with the swelling and the symptom continued to resolve over the next week. Patient finished the medrol dosepak and then experienced swelling, redness, and pain in both hands and in the left marionette line. Patient visited an urgent care five days later and was treated with antibiotics, an unspecified injection (possibly a steroid), and blood was drawn, the results of which are unknown. The urgent care center also stated they found a tooth abscess, and the injecting physician noted ¿it may be the source of the bacteria affecting the filler.¿ injecting physician stated that they will inject the patient with hyaluronidase, but have not done so yet. Patient was also injected with one syringe of juvéderm voluma® xc in the back of the hands and the left marionette line a month and a half prior to this injection. Further follow-up with the healthcare professional revealed the following information: "patient saw an oral surgeon who could not find an abscess and thinks the urgent care center made a misdiagnosis." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00527 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma® xc.

Manufacturer narrative:
Medwatch sent to FDA on 8/10/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approximately two months after injection with one syringe of juvéderm voluma xc in the back of the hands, the patient experienced swelling on both their hands. Patient was prescribed a medrol dosepak and the next day had great improvement with the swelling and the symptom continued to resolve over the next week. Patient finished the medrol dosepak and then experienced swelling, redness, and pain in both hands and in the left marionette line. Patient visited an urgent care five days later and was treated with antibiotics, an unspecified injection (possibly a steroid), and blood was drawn, the results of which are unknown. The urgent care center also stated they found a tooth abscess, and the injecting physician noted ¿it may be the source of the bacteria affecting the filler.¿ injecting physician stated that they will inject the patient with hyaluronidase, but have not done so yet. Patient was also injected with one syringe of juvéderm voluma xc in the back of the hands and the left marionette line a month and a half prior to this injection. Further follow-up with the healthcare professional revealed the following information: "patient saw an oral surgeon who could not find an abscess and thinks the urgent care center made a misdiagnosis." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00527 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma xc.